Event description:
Material no. 366408, batch no. Unknown. It was reported that before use of the bd vacutainer® no additive (z) plus tubes the tube was cracked that was being stored in 80 degrees. The following information was provided by the initial reporter: can you please provide me with a package insert (instructions for use) specific to item 366408, vacutainer - 6 ml no additive, red top tube that shows the max temperature to store it at because a third party lab for our client received cracked tubes, stored at -80.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 366408, batch no. Unknown. It was reported that before use of the bd vacutainer® no additive (z) plus tubes the tube was cracked that was being stored in -80 degrees. The following information was provided by the initial reporter: can you please provide me with a package insert (instructions for use) specific to item 366408, vacutainer - 6 ml no additive, red top tube that shows the max temperature to store it at because a third party lab for our client received cracked tubes, stored at -80.